Event description:
Event description boston scientific received information that this ventricular lead exhibited elevated impedance measurements, greater than 1500 ohms, and high pacing thresholds. A fracture was suspected and the lead was surgically abandoned and replaced. No adverse patient effects were reported.